Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 8fr power hickman s/l catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The tissue cuff appeared to be detached from the catheter and was returned. Manufacturing site evaluation states that cuff was detached from the catheter, no cuff adhesive was observed on the catheter portion. Therefore the investigation is confirmed for the reported cuff detachment from the catheter issue. However the investigation is inconclusive for the reported difficulty in retrieving the cuff and cuff entrapment in patient issues as the exact clinical condition cannot be reproduced under laboratory condition. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, h6 (device, method). H11: d4 (unique identifier (UDI) #), h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly removed while the cuff remained intact underneath the tunneled portion of the skin. It was further reported that the cuff has been removed from the catheter and was noted to be stuck in the patient's skin. Reportedly, the cuff needed to be dissected out of the patient. There was no reported patient injury.

Event description:
It was reported that during a chronic catheter placement procedure, the catheter was allegedly removed while the cuff remained intact underneath the tunneled portion of the skin. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 08/205). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.